Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The ECG c&d cable had broken blue (+5v) and orange (lead 2-) wires inside the distribution node. The cause of the failure was the broken wires the root cause for the broken wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt has had nonfunctional ecgs.